Event description:
It was reported that when the patient presented in the emergency room for a non-device related reason, high, out of range, pacing lead impedance was observed. Patient was syncope. Lead fracture was suspected. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.